Manufacturer narrative:
A ge service rep performed an on site investigation. Ordered a cpu upgrade kit. Once received the cpu will be replaced. It is expected that this replacement will correct the stated problem. If additional information indicates otherwise it will be reported as required.

Event description:
It was reported that the 9800 system would periodically lock-up with no image on monitor or a communication error. Rebooting allows the system to continue to be used. There was no report of pt injury.